Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that can contribute to difficult to advance include, but are not limited to, kinks, bends, procedural technique, insufficient support, patient anatomical morphology, patient disease state, previously implanted stent(s) or interactions with accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy, previously implanted stent(s) or accessory devices. In this case, it is possible the device may have interacted with accessory devices (guide catheter) during advancement due to procedural technique (devices not properly supported or coaxially aligned), as resistance was noted, causing the reported difficult to advance. Further interaction with the guide catheter during retraction of the device may have contributed to the reported stent dislodgement inside the guide catheter; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a procedure to treat a moderately calcified right coronary artery. A xience skypoint 3.25x23 was inserted. However, resistance was felt during advancement through the guide extension. Therefore, the stent was removed. Upon removal, it was observed the stent was not in the balloon. The guide extension was then removed, and the stent was found inside. An additional xience skypoint was inserted and deployed without issues. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.